Event description:
During a procedure, when the physician tried to remove the sheath from the patient, he felt a resistance. The physician believes that this resistance caused some dissections in the patient's femoral artery and led to additional stenting. This was initially unnecessary and led to a longer procedural time, more complications, additional radiation to both patient and physician, and additional procedural cost. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(6). Event evaluation: currently under investigation.

Manufacturer narrative:
(B)(4).

Event description:
Clarification of event received from the area rep: the physician assumed that the dissected femoral complications were caused by the angioplasty balloon when it was being removed through the sheath and experienced a lot of resistance. So the initial assumption was that the angioplasty balloon (from a different vendor) did not rewrap and caused the complications, the physician has already reported this event to the other angioplasty vendor. At the completion of the procedure, there was no harm to the patient, the only concern the physician had is that this patient ended up having additional stents that were not needed initially and that the cost of the procedure was higher. The physician did not relate the complications to the introducer sheath initially. However, following this event, because he experienced the same resistance in the sheath at other times, it led him to believe that the 1st event that caused complications were related to the sheath and not the angioplasty balloon. If this was really caused by the angioplasty balloon or the introducer sheath? I am not sure as I was not in the case and I do not have the product to send back, but the physician now believes that the defective product may have been the sheath and not the balloon. He is not reporting this to the FDA but he is asking to look into the sheath and fix the problem. He claims that he uses g12266 for almost every case he does and feels this resistance in about (B)(6) of them. Event evaluation: during investigation, a review of complaint history, information for use (IFU), quality control (qc) and trends was conducted. The complaint device was not returned for evaluation. Based on user testimony, during removal of an angioplasty balloon, a lot of resistance was felt which led to a perforated femoral artery. Additional stents were deployed and placed in the vessel due to this occurrence. The difficulty experienced during the procedure resulted in significant harm to the patient due to the additional surgical procedure required. Detection activities have been conducted. Without the complaint device available for evaluation, a definitive root cause is difficult to determine. We have notified the appropriate internal personnel and will continue to monitor complaints for similar events.